Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, h6 MDR section codes updated/corrected: b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of humeral loosening. The reported humeral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): - +0 humeral tray. - 38 +0 poly. - reverse torque screw.

Event description:
As reported, approximately 4 years post initial right tha, the 77 y/o female patient had a revision due to loose humeral stem between cement and bone interface. Patient was revised to a new exactech stem, tray and poly. There was no breakage of device/surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation. No other patient information/medical history reported.